Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The customer complained of a discrepant inr result for one patient on coaguchek xs meter serial number (B)(4), when compared to two laboratory results, both using an unknown method. The meter result was 3.3 inr, the laboratory result was 2.1 inr, and the hospital laboratory result was 2.5 inr. The patient's therapeutic range is 2.5 inr. The patient tests > 2 x week. There was no allegation that an adverse event occurred. Relevant retention test strips (lot 345221) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.